Manufacturer narrative:
The investigation for the access site bleed, limb ischemia, and ventricular tachycardia (vt) has been completed. The impella was not returned for evaluation. Without additional clinical details, the root cause of the access site bleed, limb ischemia, and ventricular tachycardia (vt) could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that was on imeplla cp support. It was reported that ¿the patient developed an episode of non-sustained ventricular tachycardia. The patient converted spontaneously to sinus rhythm. Known underlying rhythm is normal sinus.¿ the patient recovered with no sequelae. Additionally, ¿the patient developed a hematoma and swelling of the left groin area at the previous impella cp access site and left femoral arterial cutdown.¿ it was reported that the patient/event has not recovered/not resolved. Also, ¿the patient was bleeding at the left femoral artery impella cp access site. Distal pulses could not be assessed via doppler. Admission total hemoglobin 15.3 g/dl, nadir 6.0 g/dl.¿ the patient recovered with no sequelae. It was further reported that "when pulses were assessed after bleeding from the left femoral artery site was discovered, pulses were unobtainable via doppler. Vascular ultrasound reveals absent flows in the dorsalis pedis artery. A surgical cutdown was performed to remove the impella cp. Arteriotomy repaired with interrupted 5-0 prolene sutures. A 19 french fluted jp drain placed in the wound and closed. Admission total hemoglobin 15.3 g/dl, nadir 6.0 g/dl ((B)(6) 2024).¿ the patient recovered with no sequelae. The procedural outcome was the patient survived surgery.